Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that 4-5 years following intraocular lens (iol) implant surgery, she could not see close or distance. The lens was exchanged for a different model lens. Additional information was requested.

Manufacturer narrative:
(B)(4)

Event description:
In a follow up, surgeon reported that patient had complained of being off balance/dizziness, halos, and shadows. The cause of the events is unknown to the surgeon.